Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: flat creases, white particles in device inner surface and one linear opening. A leak test and microscopic analysis was performed which identified: one opening sharp and nick other. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side posterior assessed as unidentified (tear) opening. Nicks others assessed as non-penetrating nick. Additional, changed, and/or corrected data: b.5, d.1, d.4, d.7, d.10, h.3. H.4, h.6.

Event description:
Device has been explanted.